Event description:
It was reported by the patient that their implantable loop recorder was removed due to the incision becoming infected and not healing. No further patient complications have been reported as a result of this event. Infection

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.